Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted under 3004753838-2019-38364 was submitted with an incorrect date received.. This follow-up report is to note that data received should have reflected a date of (09-apr-2019).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on the upper buttocks (B)(6) 2019. It was indicated that the sensor was inserted into the upper buttocks, which is off label. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported allegation falls within the "d" zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device manufacture date correction "12-jan-2019"